Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products cp153293 univ acet shell 305990 unk head, pm150580 5.0 x 95 mm cdh hip knapton 084050. Reported event was confirmed by review of the provided revision op notes. Review of the revision op notes reveal patient underwent a right hip revision procedure approximately 23 years post implantation. Metal debris, femoral head and liner wear, cup loosening and metal synovitis was noted. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Cmp-(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-02247, 0001825034-2017-02250.

Event description:
It was reported that patient¿s right hip was revised approximately 24 years post-implantation due to pain, erosion of the liner, metal-on-metal debris and osteolysis. Operative report noted the presence of metal debris requiring excision of tissues, erosion of the polyethylene liner, loosening of the acetabular cup, and metal synovitis and bone deficiencies in the acetabulum. The acetabular cup, liner and femoral head were removed and replaced. Attempts have been made and additional information on the reported event is unavailable at this time.